Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 06/2.00 flextome® cutting balloon® monorail was selected to treat the target lesion located in the ostial right coronary artery. During the procedure, it was noted that the balloon burst at 6 atm. The procedure was completed with a 2.5 x 6 cutting balloon. No patient complications were reported and the patient's condition was fine.